Manufacturer narrative:
During technical investigation no error of the device was detected. Customer complaint could not be reproduced. The patient's burns were caused by user error. In addition, we want to draw your attention to the corresponding instruction for use under chapter 3.11 high light intensity. Appropriate warnings to avoid patients burn are included in this chapter to avoid any injuries. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, when the objective end of the endoscope was placed stationary on the patient's body, the heat rapidly burned through the non-woven fabric. The standby button of the cold light source had not been pressed at the time. No negative impact in state of health reported.